Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error, which resulted in the patient receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse loaded a new vial into the device and cleared the shift total. After an unspecified length of time, it was reported that the patient became lethargic. The patient was treated with an unspecified concentration of narcan. After an unspecified length of time, the customer contact reported the patient's symptom was reversed. No specific details were provided. The customer contact reported the event was result of an operator error. It was reported that when the nurse loaded the new vial, clear history was inadvertently pressed instead of clear shift, resulting in the 4 hour limit being erased. The customer contact reported there will be an in-service to educate the nurses. Though requested, no additional information was provided.